Event description:
Laparoscopic gastric bypass in progress. Ets flex 45 used with white insert. Only half of the staples fired. Inspection of white cartridge shows only one side of the staples pushed through. New gun used and attempted linear disection. 2nd incident happened with staples not complete and fired not in formation. No peri strips were being used with #2 stapler.